Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, and engineering tools were used to remove the device from safety mode. The device was successfully interrogated with a programmer and a full memory download was conducted. Review of automatic daily measurement data revealed that all right ventricular (rv) trends were within a normal/expected ranges. Review of the device memory confirmed that two error codes were recorded on (B)(6) 2020: a code 1004 (shock lead shorted fault), which indicates a short circuit condition was detected during shock delivery and code 1007 (charge time exceeded fault), which indicates the capacitor charge time exceeded the 45 second limit. Device diagnostic data suggests that the arrhythmia persisted after eol was declared, as the device continued to attempt charging albeit, unsuccessfully. Approximately 1 hour later, three device resets occurred due to the damage sustained during the short circuit event, which resulted in the device entering safety mode. During the laboratory analysis of the returned device, a high power visual inspection of the device case and header revealed no external anomalies. However, an x-ray of the device confirmed that the high voltage (hv) plasma fuse was damaged and additional internal damage within the device case was noted. This type of damage is typically observed when a shorted lead condition occurs during shock delivery.

Event description:
It was reported that the patient with this device was out for a walk and passed away. The body was taken to a local mortuary where a family advocate was summoned for identity confirmation. The post mortem interrogation illustrated two device error messages: the first message indicate of the device in a safety mode operation and the second, a charge fault indicator. Device therapy was then disabled, the associated leads cut and a return for laboratory testing indicated. The patient had been enrolled in the boston scientific remote monitoring system which confirmed a successful shock therapy event, ten days prior to the date of death. However, the last transmission was approximately one week later with no further information regarding device performance now observed. Following receipt of the explanted device and at the conclusion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device was out for a walk and passed away. The body was taken to a local mortuary where a family advocate was summoned for identity confirmation. The post mortem interrogation illustrated two device error messages: the first message indicate of the device in a safety mode operation and the second, a charge fault indicator. Device therapy was then disabled, the associated leads cut and a return for laboratory testing indicated. The patient had been enrolled in the boston scientific remote monitoring system which confirmed a successful shock therapy event, ten days prior to the date of death. However, the last transmission was approximately one week later with no further information regarding device performance now observed. Following receipt of the explanted device and at the conclusion of laboratory analysis, this event will be further updated.